Event description:
Additional information received from the manufacturer representative reported, the power on reset (por) was reset and no additional issues were reported with the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v497075, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v494243, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the patient woke up the morning of (B)(6) 2015 with a return of tremors and got an informational power on reset (por) message on the patient programmer. This was considered a sudden change. The patient's indications for use were parkinson's dual and movement disorders. The reason for the por, any interventions, and the patient outcome were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.